Event description:
The user facility reported that a patient with normal pressure hydrocephalus was implanted with an osvii. The surgeon explanted the osvii and implanted an nph low flow valve later. The device was discarded by the user facility. Additional information has been reported. This report is related to MDR 2612007-2007-00004.

Manufacturer narrative:
The product is not expected to be return. Additional information has been requested. An investigation has been initiated based upon the reported information.